Manufacturer narrative:
Upon review of the alarm trace, 247 sample clot alarms were observed on the analyzer line over a one month period. This suggests an issue with sample quality. No other alarms indicated an issue with the analyzer. Control data had a high coefficient of variation for the first level of control. The second and third levels of control were ok. The investigation determined the issue is consistent with incorrect pre-analytic sample handling. The investigation could not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs assay ver. 2.1 on the cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample initially resulted in a troponin t value of approximately 59 ng/l on (B)(6) 2022. The sample was repeated on (B)(6) 2022, resulting in a value of 4 ng/l. The second sample initially resulted in a troponin t value of 55.70 ng/l on (B)(6) 2022. The sample was repeated on (B)(6) 2022, resulting as < 3 ng/l. The troponin t reagent lot was 566409. The reagent expiration date was requested, but not provided.